Manufacturer narrative:
The pump was not returned to (B)(4) for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to (B)(4) for evaluation, no investigation could be completed. The complaint information provided indicates that the pump motor was stopping and starting during the infusion. The pump is a peristaltic pump, and this would be a normal function of the pump. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump was "running for approximately five seconds and then the motor stops". They stated that it would stop and start repeatedly. They stated that this resulted in the patient missing two feedings. They did not specify how long this delay was. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).